Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the battery was replaced due to normal battery depletion. The cause of the elevated impedances was unknown. The patient had not yet been seen post-operatively so it was unknown if they had resolved, but the patient was receiving effective therapy.

Manufacturer narrative:
Section d10 references: product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2016; product type: extension. Product ID: 3389s-40; lot#: va0zwpz; implanted: (B)(6) 2015; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 30-sep-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(6), ubd: 12-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported pre-operative impedances were normal, however there were elevated intra-operative and post-operative impedances on an unused contact (ranging from 853-19, 811 ohms/>10,000 ohms). The hcp tried multiple things to try and resolve the impedances during the procedure (cleaning the contacts, reinserting and resecuring, cleaning out the extension, turning the neurostimulator on and pushing electricity) but the issue wasn¿t resolved. There were no known factors that led to the issue.